Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received with battery voltage at end of life (eol) level. Device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed under nominal settings indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature battery depletion or battery problem was noted. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion. Visual inspection found cautery mark on the can. After all electrical tests performed, including thermal and mechanical, the device continues exhibiting normal device characteristics. Further analysis determined that the device had eos flag falsely triggered is consistent with that occurring due to electrocautery exposure during the surgical procedure at explant. A warning from the user¿s manual was noted not to use electrosurgical devices in the vicinity of an implanted device to prevent damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-22356. It was reported the patient presented with a pacemaker with a battery that prematurely depleted, and a right ventricular lead that exhibited low pacing impedance. The pacemaker was explanted and replaced. No changes or intervention was reported regarding the right ventricular lead. The patient condition was unknown.